Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to a onetouch ultra meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2016. At this time the patient obtained a blood glucose result of "130mg/dl" on the subject meter and "100mg/dl" on the other device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not specify making any changes to their normal dosage in response to the alleged product issue. The patient stated that 1 hour later, 1pm on (B)(6) 2016, they developed the symptom of "shaking", a symptom which the patient associated with hypoglycemia. In response to this symptom the patient self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. No retains test could be conducted for the associated test strip lot as the lot had expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.